Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had many battery issues. It was noted that the insulin pump alarmed failed battery test after the insertion of a new battery. Customer's blood glucose reading at the time of the call was 9.5 mmol/l. Insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents within specifications and no failed battery test noted. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.